Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed post paced t wave oversensing on the defibrillator. The patient did not receive therapy during the oversensing. Programming changes were recommended. No further information was reported.